Manufacturer narrative:
Product analysis: it was confirmed that the programmer would not power on. The power supply was found to be defective, and was replaced. The stylus was not working, and was replaced. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to power on. The programmer was returned for service. There was no patient involvement. The programmer tested out of specification during analysis.